Event description:
Surgeon was provided (from cook medical sales rep) the zenith alpha 2 thoracic endovascular graft to place inside the patient. Surgeon was later notified from the sales rep that the device implanted was voluntarily recalled on [redacted]-68 days ago- due to the potential of scrapings of ptfe [polytetrafluoroethylene] coating from the ptfe coated nitinol release wire inside the graft may be released during the deployment. Manufacturer response for zenith alpha 2 thoracic endovascular graft, zenith alpha 2 thoracic endovascular graft (per site reporter). Voluntary recall letter was sent to surgeon who forwarded to risk management.